Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a right and left heart catheterization procedure the catheter tip detached within the patient's subclavian artery. The physician had acquired radial retrograde artery access with a 5 french sheath and brachiocephalic antegrade venous access with an additional sheath. During diagnostic catheter manipulations over a guidewire the catheter tip detached. The physician then used a vascular snare device to successfully retrieve the catheter tip from the patient.

Manufacturer narrative:
One device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined however, it is likely that significant force was applied to the device during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.